Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op, the patient underwent a revision surgery to remove the broken rod. The surgeon attributed the failure to the patient ''kyphosising'' over the l1-2 deformity and bone quality. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.